Event description:
It was reported by the physician, that he cannulated the vessel without difficulty, pulsatile flow. When he inserted the spring wire guide (swg) in the seldinger needle, there was a lot more resistance than usual, even when spinning the swg as per the instructions. When the swg got to the bevel of the needle, it hung up, kinked, and could not be withdrawn through the needle, without applying sufficient force to dislodge the swg from the bevel of the needle. When the swg was withdrawn it was "mangled. Another kit was opened and the physician held the needle in the air during pre-test and passed the swg through it; there was a lot of resistance. The "j" of the swg got caught on the bevel of the needle, looped back on itself and then the "j" popped off the bevel. The product's instructions for use warns the user not to withdraw the spring wire guide against the needle bevel to minimize the risk of severing the spring wire guide.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.